Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the hub and identified the returned sample as a 7mm x 4cm balloon. A complete circumferential shaft break was noted at the proximal butt joint. However the polyimide appeared to be intact. The edges of the break were examined under magnification (microscope 20x) and the edges of the break were jagged. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house .035¿ guidewire, and it passed without issue. No further functional testing could be performed due to the break at the proximal balloon glue joint. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a complete circumferential break at the butt joint. Per the reported event details, the balloon leaked at the butt joint at 25atm. The rated burst pressure (rbp) for this balloon size is 22atm; therefore, the balloon was overpressurized. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." It is likely that the balloon partially broke at the butt joint as a result of being overpressurized. The root cause for this event is most likely user-related. Labeling review: the current dorado pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during an angioplasty procedure in the sfa, the pta balloon allegedly leaked at 25atm during the first inflation at the proximal end of the catheter closest to the hub. There was no reported retraction difficulties. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the sfa, the pta balloon allegedly leaked at 25atm during the first inflation at the proximal end of the catheter closest to the hub. There was no reported retraction difficulties. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.